Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 250 to 300s range (mg/dl). The customer delivered a bolus via the pump. The customer reported that the healthcare provider had been consulted and pump settings had been adjusted.